Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer accidentally selected the fill tubing screen during the load process but had not inserted a new cartridge. Tandem technical support guided the customer through completing the load process once more with a new cartridge. The customer's blood glucose (bg) level was 350md/dl. An infusion site change was performed, a pump bolus was delivered and a syringe bolus was administered to address the bg level.